Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer's daughter reported via phone call that the customer is having unexplained episodes of hyperglycemia. The customer has experienced multiple blood glucose readings exceeding 400 mg/dl, and his current blood glucose on the phone was 449 mg/dl. His blood glucose was being treated with the syringe, and he was waiting for his doctor to come speak with him. The patient was in the hospital for a knee replacement and he believes that he did something wrong with the pump so he took it off. He put the pump back on but his sugar still won't go down. Troubleshooting was initiated to test the pump for functionality and damage. In the alarm history the customer found a low reservoir alert and bad battery alarm around the time the high blood glucose readings began. The high pressure test was performed and the pump passed. The customer's daughter reprogrammed the pump to the settings recommended by the doctor. No products were returned or shipped.